Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. Additional info was requested via phone on 03/23/2011 and 03/24/2011. The optician declined to provide any additional details. (B)(4).

Event description:
An optician reported, a pt was diagnosed with 1-2 infiltrates and keratitis following the user of this product. He stated, he treated the event with anti-inflammatories and antibiotics. He noted, the pt is no longer using the product and the symptoms are improving.